Manufacturer narrative:
The dentist returned the device and the original models of the pt's teeth. The returned device fit the original teeth model that was used to fabricate the device. The info provided by the reporter indicates that the pt had an existing dental condition. This condition may have been exacerbated by the use of the mandibular device and led to the pt's tooth removal.

Event description:
It was reported to resmed rmt that the narval cc mandibular repositioning device contributed to a tooth loss.